Manufacturer narrative:
(B)(4). This is a report of air in line where the patient left the clamp open on an unused supply line. The patient leaving an unused supply line clamp open is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. During troubleshooting, it was found that the patient left the clamp open on an unused supply line. Proper procedures were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.